Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 475cc mentor smooth round moderate plus profile saline breast prostheses, suffered bilateral breast implants device migration, post-procedure. As a result of the unacceptable cosmetic appearances of the breasts, the patient underwent bilateral inferolateral capsulorrhaphies on (B)(6) 2021. During the same surgery, it was discovered that the right breast implant was leaking slowly. Subsequently, the left breast implant was removed and reused, while the right breast implant was removed and replaced with a 475cc mentor smooth round moderate plus profile saline (catalog: 3502475 lot: 9513032 sn: (B)(4)). Per mentor's instruction for use for gel devices, these devices are intended for single use only. This will be reported as off-label use. This medwatch form is for the left breast prosthesis.